Event description:
A customer reported a malfunction with their pump, specifically a malfunction 12 code. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the process. The malfunction did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to reach out again if the issue reappears, and they confirmed their understanding.